Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The handle of the delivery system broke and the capsule fell off in the patient's mouth. It was noted that the trocar needle had advanced. No serious injury to the pt was reported.